Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient (clinical study) was hospitalized after their heart failure sensor implant procedure due to heart failure. Reportedly, the issue was not procedure or product related. Patient was discharged home.